Event description:
The lay user/pt called lifescan (lfs) on november 14, 2006 and alleged that her meter was reading inaccurately high. The medical affairs specialist spoke to the pt on november 17, 2006 and obtained and verified the following info. The pt tested her blood glucose before breakfast, at approx 7:30 am. And obtained a result of 106 mg/dl. She reported no symptoms at the time of testing. She took her usual dose of nph insulin, 12 units. She skipped her dose of 4 units of regular, because of her meter result. At around noon, she sat down to rest with no symptoms. She fell asleep for approx 30 minutes. When she awoke she felt funny, she was unable to describe any specific symptoms. She tested her blood glucose and obtained a result of 376 mg/dl. She took 6 units of regular insulin and 4 units of nph insulin. She also drank ice water. She retested 10 minutes later and obtained a result of 62 mg/dl. She tested a few minutes after that and obtained a result of 44 mg/dl. She called 911 and began drinking a soda. When the paramedics arrived, they tested her blood glucose and obtained a result of 50 mg/dl. They did not give the pt any medical treatment, they did however, throw her meter away. The pt felt better about 10 minutes after drinking the soda. Troubleshooting could not be performed since the pt did not have her meter/supplies. This complaint is being reported, as the pt took insulin based on her meter result and within 10 minutes later, obtained a second result, which was low. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.